Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon retained in vagina [foreign body in reproductive tract]. Anxiety due to tampon retained in vagina and shredding of tampon [anxiety]. Shredding of tampon [device breakage]. Felt the top half of the tampon break off when I removed it [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke off when she removed it, leaving the other half remaining in her vagina. No serious injury was reported.

Event description:
Tampon retained in vagina [foreign body in reproductive tract] anxiety due to tampon retained in vagina and shredding of tampon [anxiety] shredding of tampon [device breakage] felt the top half of the tampon break off when I removed it [complication of device removal] case narrative: consumer reported via phone that the tampon broke off when she removed it, leaving the other half remaining in her vagina. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.